Event description:
The pt reportedly experienced intermittency. External equipment was exchanged; however, this did not resolve the issue. Testing conducted on (B)(6) 2013 showed that pt's device is functioning. Revision surgery has been scheduled.